Event description:
Bravo capsule was not able to be calibrated. It was read by two different receivers and saved to be interrogated. A new capsule was used and calibrated correctly. The procedure continued successfully.